Event description:
Customer reported that the handpiece heats so much that it can not be used. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was not functioning properly. This was attributed to normal wear. Various parts were replaced. Device was returned to the customer.